Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of or the type of hernia was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient underwent surgery for repair of the hernia. No further information was provided regarding the patient's outcome for the event. It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.